Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that the luer separated. The review of the image confirmed a secondary finding of strain relief/luer separation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure, the side port of the farawave pulsed field ablation catheter exhibited a cloudy and foggy appearance and felt brittle upon handling. There was also a minor cracking sound noted during its manipulation. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to return for analysis